Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a routine office visit the device showed a remaining longevity of 6 months. Five days later, the device reached elective replacement indicator and the mode changed to vvi65 and the patient went to the emergency room for heart failure. The physician indicated that the device should not into vvi65 mode. The device was explanted and replaced approximately 3 months later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.